Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 5 of 11. The technical service representative (tsr) instructed the cg to close the transfer and look for air in the patient line. The cg stated that the patient line was separated from the cassette. The tsr advised the cg to disconnect the patient and assisted the cg to cycle power to clear the alarm. The cg confirmed to complete therapy with new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. On (B)(6) 2010 product surveillance spoke with the hp's mom who stated this was an isolated incident and she has had no further issues with therapy. The cg had no further detail to provide regarding this incident. The hp's mom stated the hp was doing quite well with therapy and reported no adverse events.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because the patient line was separated from the cassette. The cg stated that the patient line was separated from the cassette. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).